Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation at 12 atmospheres for 30 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. During function testing, the device was attached to an encore inflation unit and the balloon was inflated successfully and deflated without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure of 12 atmospheres as per instructions for use. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation at 12 atmospheres for 30 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.